Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra 2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 11am on (B)(6) 2018. The patient does not take any medication in order to manage their diabetes and did not state whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The cca confirmed that the patient did not develop any symptoms as a result of the alleged product issue but reported going to the emergency room (e.r). In e.r, the patient had a blood glucose test performed on another device and a result of ¿490mg/dl¿ was obtained. In response to this the patient was given IV fluids by the healthcare professional in the e.r at 12:20pm. No further information regarding treatment was provided. At the time of troubleshooting the cca noted that there was no misuse of the product and this was the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.